Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on initial inflation around the nominal pressure, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported.